Event description:
It was reported that the surgeon inserted and removed an aa4204vl silicone single piece lens due to a ruptured posterior capsule. The iol ejected out of the injector too fast and ruptured the posterior capsule. The incision was enlarged to remove the iol and a vitrectomy was performed. A three piece iol was implanted. The patient's current condition is good.

Manufacturer narrative:
Method- lens work order search. Results- a lens work order search was performed and no similar complaint was found.